Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving dilaudid (hydromorphone) and bupivacaine (concentration and dose unknown) via an implantable pump for non-malignant pain. It was reported that the patient went to get their pump refilled on wednesday ((B)(6) 2024) and ended up in the hospital that evening. It was reported their blood pressure dropped "way down" and they were shaking. It was noted the pump was making a "beeping noise" because it was "not working right, not distributing the medication right." Patient service specialist asked the patient why they think they are not getting the medication and patient stated the medication was going in, it's just that it was alarming. The pump started alarming last monday ((B)(6) 2024) before they had a refill and got a new handset last month. The patient started hearing the critical alarm about every 20 minutes. The patient was redirected to their healthcare provider to further address the issue.